Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. The customer also stated that the customer experienced high blood glucose and the customer was treated with insulin pen. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.